Event description:
The supv of the patient's group home called to report the incident. Supv stated that the patient had a glucose result of 218mg/dl on the suspect device at 4:27pm and had a headache and stomach ache. The patient then had passed out. Around 5:00pm emergency medical technician came and checked patient's glucose level at 47mg/dl. Patient was treated with a glucose IV and oral glucose. Glucose controls were not used on the system. The suspect device was replaced with new product then authorized for return to the manufacturer for evaluation.